Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the wearable on (B)(6) 2026. On (B)(6) 2026, it was reported that while the patient was watching tv with her friend, the patient suddenly lost consciousness. Before the patient passed out, it was reported the patient¿s cgm values were ¿normal¿ and then she received a brief sensor error and was no longer receiving any cgm values. The patient could not recall how much time elapsed from when the brief sensor error occurred to when she lost consciousness. No bg meter readings were reported during this event. The patient¿s friend tried to wake her up. The patient regained consciousness on her own after a few minutes and was shaking, weak, confused, and had ¿no comprehension¿ at that time. The patient¿s friend put a straw in the patient¿s mouth and treated her with orange juice. The patient recovered after treatment and did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.